Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(6) 2007) advisory population.

Manufacturer narrative:
The device was explanted and a return request was made.

Manufacturer narrative:
The patient was scheduled for a device replacement. Currently, all available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a voltage of 2.66v and charge times of 18.6 seconds. No adverse patient effects were reported. It was later reported that the device was emitting tones and was told the ICD needed replacement. The patient was concerned about any advisories and the longevity of this device. Technical services referred the patient to their physician and suggested the device be returned for analysis.